Manufacturer narrative:
This report is submitted june 7, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance and non-auditory stimulation with device use. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.